Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported delayed wound healing at the implant site of evoke closed loop stimulator (cls). The physician reported that the cause of the patient's symptoms was due to the surgical wound closure technique used during implant procedure. The incision was opened and re-sutured after removing the necrotic tissue during a revision procedure. The reported patient symptom has resolved post procedure.